Manufacturer narrative:
MFR ref number (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported system error 322 through the history log for a single event that cleared but was unable to reproduce the error during eval. The unit was tested for over 24 hrs with no occurrence of system error 322. Eval has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.

Event description:
It was reported that a pump has a system error 322. It was also reported there was no pt injury.